Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The anesthesia control board (acb), gas inlet valve (giv) solenoid, and exhalation and flow control valve were replaced to resolve the reported issue. Patient information could not be obtained due to country privacy laws. (B)(4).

Event description:
The hospital reported that the system stopped ventilating during a procedure. There was no report of patient injury.